Manufacturer narrative:
2019-03-26: the failure was found located in the motor control board. After replacement of that the pump worked properly without error. Gfe I: 2019-04-01: service documents has been requested. 2019-08-14: ssu technician has disassembled the pump and replaced the faulty control board. The device is back in use. Root cause for safety-s error is a defect on the motor control board. Thus the reported failure can be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). As stated by the customer: it was found that problem was located in the motor control board. After replacement, the pump worked properly without error. Reference exemption # e2018002.

Event description:
As stated by the customer: when switching on the pump (single roller pump of hl20) and during the self-test, the pumps spins quickly and shows error ¿s-stop¿. No patient involvement. (B)(4).